Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor glucose was lower then the blood glucose. The insulin pump went into threshold suspend while customer was sleeping and because of it her blood glucose was high 412 mg/dl. Customer did not recall the exact values. Customer declined troubleshooting. No further information reported.